Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose elevates to 300 mg/dl and then drops to 45 mg/dl during breakfast. Custome rwould go see her healthcare professional for settings.